Event description:
During a ptca /stenting treatment procedure the quantum maverick monorail balloon ruptured at 14 atm's on the initial inflation during post-dilatation of a stent. The lesion being treated was a very calcified and 99% stenotic lesion in the proximal - mid lad coroanary artery. The patient was asymptomatic during this event. It is noted that the lesion was also prdilated with this device. The quantum maverick monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Patient status is reported as 'good'.